Manufacturer narrative:
(B)(4). Explanted date is unknown. Approximate age of device ¿ 9 months. It is unknown if or when the lvad was explanted from the patient after expiration; however, it was reported that the device will be available to the manufacturer for analysis. The device has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. An outcome was received which indicated that the patient expired on (B)(6) 2015. The cause of death was reported as unknown. Details regarding the patient expiration were not known by the lvad implanting center; however, it was reported that the patient had been diagnosed with cancer a few weeks earlier. The explanted pump will be returned for evaluation. No further information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump and the system controller in use with the patient at the time of the event were returned for evaluation. Data from the returned system controller was retrieved and evaluated. The system controller log file contained events which indicated that on the day of the reported event ((B)(6) 2015 at 5:35 am), the system operated on the external batteries until the batteries became depleted. The system reverted to the internal backup battery for power and operated until that battery became depleted resulting in an interruption in pump function. The final events recorded in the log file showed that the system controller was connected to the power module with a driveline disconnected alarm active. Prior to disassembly of the returned pump, examination of the sealed inflow conduit and sealed outflow graft did not reveal any adhered deposition or thrombus formation. Upon disassembly, examination of the pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces were examined under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The returned system controller associated with the event was connected to the pump and both devices were operated using the mock circulatory loop. No alarms occurred and the system operated as expected. A direct correlation between the returned devices and the patient outcome could not be determined. A review of the device history records of the pump and system controller revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.